Manufacturer narrative:
This issue was previously reported on pr (B)(4) with MDR 3030677-2016-01669. The device investigation is pending. (B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.